Manufacturer narrative:
On (B)(6) 2017: it was reported that once the customer started using infusion sets from a different lot number, no additional occlusion alarms occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. No damage was noted to the infusion set cannulas during the supply changes. The customer's blood glucose level was 117mg/dl. Troubleshooting was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage as the customer alleged the occlusion alarms were not caused by any of the pump supplies. After troubleshooting was performed, the customer successfully resumed insulin deliveries.